Event description:
The hcp reported that an infection developed at the lead site and that the extension and leads were explanted in 2007. Patient symptoms included wound dehiscence, drainage, and increased erythema surrounding the incision. The patient recovered without sequela and the hcp planned on implanting new leads.